Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that four month after the dental implant was placed, in ada site #3 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved. Patient presented bone type IV and infection. The device will be forwarded to the manufacturer for investigation. Patient reported swelling, inflammation and mobility of implant at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that four month after the dental implant was placed, in ada site #3 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved. Patient presented bone type IV and infection.